Event description:
It was reported that there was an out of box anomaly involving the d-evolutfx-2329, specifically a packaging and labeling issue. The packaging was compromised, with the top completely destroyed and the label peeled off and partially opened. The delivery catheter system was not used to complete any procedure as the product was destroyed and the staff was not comfortable using it. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an out of box anomaly involving the d-evolutfx-2329, specifically a packaging and labeling issue. The packaging was compromised, with the top completely destroyed and the label peeled off and partially opened. The delivery catheter system was not used to complete any procedure as the product was destroyed and the staff was not comfortable using it. There was no patient involved.